Event description:
Customer reported a case of fusarium keratitis. Pt was treated with voriconazole, an antifungal. No additional info or medial records are available.

Manufacturer narrative:
The lens is not available to the MFR for evaluation and the lot number is unk. Based on all info, no root cause can be determined and no conclusion can be drawn.